Event description:
On (B)(6) 2014, the reporter stated that an IV attempt was started and the IV needle broke in the patient's hand. It was unclear of the broken piece remained in the patient's hand. An x-ray was performed. Additional information received via e-mail on (B)(4) 2014, the reporter stated that the x-ray was completed and no needle was identified. There was no harm to the patient.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation, a supplemental will be completed and potential root cause will be determined.